Event description:
Had "typical" cold symptoms starting roughly (B)(6) 2021. University requires mask wearing both indoors and outdoors while on campus. By (B)(6) 2021 pressure/pain started in ears, sore throat, tonsils swollen, headache, hot/cold. Went to student health. Rapid strep test was negative; covid was negative (patient was covid positive in (B)(6) 2020); culture positive for 3+ beta strep not group a. On (B)(6) 2021, student health prescribed prednisone 20mg qd for 5 days not an antibiotic. Despite a history of covid+ and a symptomatic positive throat infection, the university refuses to provide a mask exemption. Does it matter? FDA safety report ID# (B)(4).